Manufacturer narrative:
The insulin pump received with broken off end cap and cracked display window.

Event description:
The customer reported that her insulin pump was dropped, landed on the concrete, and the back edge was loose revealing all wires. The blood glucose reading was 157mg/dl. Troubleshooting was performed, and the drive support cap area was damaged. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.